Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, opening assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Explanting physician reported, rupture. And capsular contracture, baker grade ii. The device has been explanted and replaced with a non-allergan device. Left side record.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, device return, device photos or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device remains implanted. The affected side is unknown.